Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. Customer's blood glucose level was 160 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer performed self test and it was passed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.